Event description:
The device returned for repair or service, during the evaluation it was noted that the blades were broken it did not have enough power. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noted that this was an older device and blades, the latch and the hose were damaged. The root cause is undetermined. No additional information at this time. MFR date: 02/2008.